Event description:
Covidien received information stating that the upper display on an 840 ventilator was unreadable. The ventilator was not in use on a patient at the time the malfunction occured. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), gui communication liquid crystal display (lcd) and lcd flex circuit. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).